Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump did not "allow liquid to pump through". They stated they had no other information. Mmdg did not make any attempt to follow up with the initial reporter because they had already stated that they had no further information about the complaint. They stated that there was no patient involved in the complaint. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.